Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Opened tka mics and scrub tech noticed the attachment was just leaking oil. Went through spd, and it¿s still just leaking all out. Patient was not under anesthesia. Case type / application: tka.

Event description:
Opened tka mics and scrub tech noticed the attachment was just leaking oil. Went through spd and it¿s still just leaking all out. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
Reported issue - opened tka mics and scrub tech noticed the attachment was just leaking oil. Went through spd and it¿s still just leaking all out. Patient was not under anesthesia. Case type / application: tka. Product inspection ¿ product inspection was not performed as product was not returned for inspection. Product history review ¿ a review of device history records shows that on 46 devices were manufactured and 0 were accepted into final stock on 07/06/2017. Review of qt 17-07-0009 revealed that 37 parts were accept per specification including s/n 3500929 (as they were rejected due to supplier documentation) into stock on 7/12/2017. A review of the data revealed that the non conformance are not related to the failure alleged in this complaint. Of the remaining 9 devices: review of the device history records indicate 1 device was reworked - re-inspected and accepted into final stock on 10/16/2017. Review of the device history records indicate 8 device was reworked - re-inspected and accepted into final stock on 10/16/2017. Complaint history review ¿ a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35030217 shows 0 additional complaints related to the failure in this investigation. Conclusion ¿ the device was not inspected as device was not returned. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.